Event description:
User obtained a cut on one finger while attempting to open cell 3 of the device. The blood bank tech was having difficulty opening the vials. When the tech attempted to open cell 3 with a pair of pliers, the neck of the bottle broke off. User received a minor cut. He did not require stitches or medical attention. The tech did get exposed to reagent red cells during the incident. Medical director has classified this event as a serious injury. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Broken vial was discarded by the customer. A screening test was performed on the sample with negative results. Customer states that an incident report will be filed to the facility risk management department as per facility protocol.